Event description:
A pt with a history of diabetes, hypertension, asthma, and hyperlipidemia underwent a triple coronary artery bypass procedure utilizing the left internal mammary artery (lima) to the left anterior descending (lad), a radial artery to the first obtuse marginal (om1), and a saphenous vein graft anastomosed proximally with an aortic connector to the second obtuse marginal (om2). One year postoperatively, cardiac catheterization demonstrated occlusion of the connector graft to the om2 and the sutured graft to the om1 and stents were placed. No add'l info was received, including the pt's present health status. The results of this investigation are inconclusive, in part because the device was not returned for analysis and no add'l info was received. Therefore, an in-depth analysis of the clinical course of this pt could not be performed. However, there was no evidence to suggest the connector graft occlusion was due to an intrinsic defect in the device. As previously mentioned, the sutured radial artery graft was also occluded. Vein graft occlusion can be caused by multiple factors and is an expected and foreseeable complication of coronary artery bypass procedures.